Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide corrections. A3: patient sex: requested, not provided. B1: should have been product problem checked only. B2: should have been left blank with no checks. B3: date of event: the correct date of event was 15may2023. B4: date of this report: the correct date of report is 14jun2023. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up # 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and events analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is being submitted for the first device used on the patient, for the second device please see MDR (B)(4).

Event description:
The user facility reported that when the tr band was inflated with air, the band deflated on its own. The patient was stable. The procedure outcome was a success. Additional information was received on 01jun2023: the tr band was used, it deflated, and another band from the same lot number/box was used, it deflated as well and then they just held pressure.